Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes, d.10 returned to manufacturer on: 21-aug-2023. H.6. Investigation summary: bd received 100 representative (in 2 boxes) samples & 1 actual sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for loose IV shield was observed. Additionally, the customer samples were evaluated by functional testing, each having their non-patient shield removed, and the indicated failure mode for loose IV shield with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, the shield falls off of 8 needles. This causes needlestick prior to use. No additional impact reported. The following information was provided by the initial reporter: "disposable venous blood collection needle, in the first step of pulling out the cap, will bring out the needle in the cavity, causing the customer to be stabbed by the needle."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, the shield falls off of 8 needles. This causes needlestick prior to use. No additional impact reported. The following information was provided by the initial reporter: "disposable venous blood collection needle, in the first step of pulling out the cap, will bring out the needle in the cavity, causing the customer to be stabbed by the needle."